Event description:
The customer reported ECG comm errors at power up. There was no patient affected.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Investigation by factory service confirmed the reported problem. Trouble-shooting isolated the cause of the malfunction to a defective ECG cable and connector. The cable and connector were replaced to restore device operation. The repaired device was returned to the customer after passing acceptance testing.